Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was that the patients implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.